Event description:
Patient reported that she didn't realize until approx three hours after changing her pump that her ultrasite cap was cracked and her pump was leaking once she changed everything. The pump gave her a high pressure alarm, but there were no kinks or any other reason that she could see that would cause the high pressure alarm. Patient changed to her second pump and so far no issues since last night. Patient resumed her pump at the current dose of 41nkm, dosing wt 42kg, pump rate 83ml/24hr. Patient stated that she experienced nausea, stomach pain, headache, and elevated hr (137). Patient states that her blood pressure was okay. Patient states that her symptoms have since subsided and she is feeling better. No further info known.